Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 56-year-old female patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes/vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a hematoma at the axillary insertion site. Hemoglobin was 14. Manual pressure applied. It was noted that the patient was on bivalirudin. After ten days on support, the family withdrew care and the patient expired. The impella functioned at p-8 at 4.1l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in acute decompensated cardiomyopathy, complicated by stage d shock, dependent on vasopressor support. Access site hematomas can occur due to anticoagulants such as bivalirudin.

Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction/minor bleed: the cause of the access site bleed was not determined due to insufficient clinical details.